Manufacturer narrative:
Exact date of event is unknown. Exact date of implant is unknown. Other relevant device(s) are: tw3026c113cp. .

Event description:
On an unknown date in 2014, a talent captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: unknown endoleak. No further information is available for this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.